Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The same day the event onset, the patient was hospitalized and treated with meropenem injection (1gm, intraperitoneal, stat), meropenem injection (250gm, intraperitoneal, once daily, ongoing) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that retraining was done for the patient. At the time of this report the patient was recovered from all the events. It was reported that the patient was still hospitalized for the event. Pd therapy was ongoing.